Event description:
It has been reported to philips that the footswitch required replacement. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. On site analysis by the field service engineer identified that the bracket of the wired footswitch was loose. There was no problem identified with the functionality of the wired footswitch. By implementing c&r 2023-igt-bst-013 the wired footswitch was replaced, and the system has been returned to use in good working order. The reported problem did not reoccur after the fco was implemented. The wired footswitch was returned for further analysis. Functional testing was performed and concluded that 2 of the 4 anti slips were missing. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was identified with the wired footswitch which will not impact the system functionality and would not be likely to cause or contribute to death or serious injury in case of recurrence. A such, philips has re-evaluated this complaint as not reportable.